Event description:
Family member reported incident of pt hospitalized for 2 weeks post implant for paralysis of legs and pain in arm, neck and face. Device was reported to be turned off. Pursuing add'l info from health care providers. Device remains implanted.